Event description:
Knee revision surgery due to aseptic loosening of the tibial plate and peg breakage. The revision surgery was performed on (B)(6) 2026, the previous surgery took place 6 months earlier (exact date unknown). This event occurred in italy.

Manufacturer narrative:
The product details are currently not available therefore production documents review is not possible. The missing information was requested to the complaint source and a final report will be submitted after the investigation.